Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction underneath the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as redness, itching, pain and bleeding under the sensor patch adhesive. Patient treats the affected area with flonase, prescribed by care clinic physician on (B)(6) 2015. Additionally, it was reported that the physician used an antiseptic to clean the affected area, applied antibiotic ointment and gave the patient bandages for the reported skin reaction. At the time of contact with dexcom, patient reported his current condition as good. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.